Event description:
Procedure: bariatric procedure. Reportedly, the tip of the device fell into the patient's cavity during the procedure. The tip was retrieved and there was no report of patient injury.